Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the customer had audio beep anomaly. The customer's blood glucose level was 72mg/dl. The customer states the pump had black circle one the screen and would not allow the customer to do anything. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was monitored and had no audio or beep anomaly noted. The insulin pump had no display anomaly when pressing act or escape button noted. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.